Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306546 and lot number 1056473. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis."

Event description:
It was reported that a syringe 10ml reg pr saline 10ml fill had difficult plunger movement during use. The following was reported by the initial reporter: "when flushing, the flush stops w/ about 2 cc ns left in the syringe. It completely stops flushing. The only way to get it to expel all of the ns is to use significant force to flush it out (which we don't do since we are using it to flush central lines). The nurse also notes that when the flush was still hooked up to the pt's central line, after she noticed resistance and could not flush any further, blood started backing up into the syringe (w/out her pulling back). The flush was removed and another one tried w/out difficulty."